Event description:
It was reported that this device delivered 9 inappropriate electric socks and 2 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia, the device therapy was exhausted. Technical services (ts) suggested device reprograming. Device remains in service. No additional adverse patient effects were reported.